Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on radius and weight within specifications. A visual and micro analysis was performed which identified: crease sharp opening and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported left side exchange due to patient's concern with the product. Healthcare professional also reported "left implant hole was found." Device has been explanted.